Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Publication reference: roman przybylski, et al. (2023). First use of impella 5.5 in a patient with cardiogenic shock to bridge to heart transplantation in poland. Cardiology journal 2024, vol. 31 no. 2, 355-356.

Event description:
Complaints team forwarded article from interventional cardiology journal entitled: " first use of the impella 5.5 in a patient with cardiogenic shock to bridge to heart transplantation in poland." The article described the patient was admitted with cardiogenic shock as a result of st-segment elevation myocardial infarction treated by percutaneous coronary intervention. The impella cp pump was post-operatively placed, and the patient developed hemolysis and thrombocytopenia. The team made the decision to upgrade the device. The impella cp was explanted, and an impella 5.5 was placed. Two days later, signs of hemolysis and thrombocytopenia ceased, and the patient¿s condition continued to improve.

Manufacturer narrative:
The investigation for the thrombocytopenia and the hemolysis has been completed. Product and data logs were not returned for review. The root cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review. The root cause of thrombocytopenia was unable to be determined as limited clinical details were provided and no product was returned for review. The instructions for use for the impella cp with smartassist system states the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter. ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ ¿ g1- corrected MFR site name and address. H6 component code 4755 changed to 925.